Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 2648988-2022-00014: a facility reported that the guidewire found to frayed once removed from the catheter (ins5010) causing kinking of the catheter when trying to remove it. Another catheter was opened for insertion. There was an estimated delay for 30 minutes due to two insertions and then finally with an alternative product. There was no reported patient injury, patient outcome is stable.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The hermetic lumbar catheter, closed tip (ins5010) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Hermetic lumbar catheter, closed tip (ins5010) was received and evaluated as follows: failure analysis - only one (1) guidewire was received. The unit was already used, and the package was not included to confirm the reported lot number. The guidewire was visually inspected, and it was observed that the outer wire had unravel giving it the ¿frayed¿ look mentioned in the complaint description. The guide wire consists of two (2) wires. One (1) of the wires is an inner straight wire and the other is a wire wound around the first one. It is most likely that the cause of the unraveling of the exterior wire was that the inner wire broke at its weakest point, just proximal to the distal weld. The break strength of the weld is 2.75 pounds. Therefore, if the end of the guidewire gets trapped on something (e.g., the needle or a vertebral bony process) and a force exceeding the tensile strength of the product is applied, it can cause this type of breakage. The guidewire¿s inner wire length was measured, and the wire was complete (1 meter long); this is demonstrative that the breakage occurred at the distal weld (as previously explained). The complaint is considered confirmed since the returned guide wire was observed to be unraveled. The guide wire's inner wire broke at the distal weld. Root cause - the most probable cause for the breakage is that the force required to retrieve the wire caused the breakage at the distal weld. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.